Event description:
It was reported that a cartridge change error occurred with the pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer received assistance from technical support, which involved inspecting and cleaning the pump, ensuring proper placement of components, and successfully completing the cartridge loading process, allowing insulin delivery to resume.